Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Moreover, patients on pd therapy are at risk for transmural migration of gastrointestinal bacteria with constipation or diarrhea. (Correa-rotter, et.al., 2019) based on the available information, the cause of the patient¿s peritonitis is likely to be associated with concomitant diarrhea while the exact mechanism for infection is unknown.

Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to a issue with a fresenius device or products. In additional follow-up, the patient¿s pd nurse confirmed that on an unknown date the patient was hospitalized for symptoms of nausea and vomiting. During the hospitalization a pd culture was obtained (date unknown) which confirmed peritonitis (results not provided). The patient was treated with intravenous (IV) antibiotic therapy (medications unknown). Additionally, the patient was transitioned to hemodialysis for renal replacement needs to rest the patient¿s gut. On an unknown date, the patient was discharged from the hospital. Per the nurse, the patient currently remains on incenter hemodialysis and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, product, or drug in relation to the peritonitis event. The nurse attributed the peritonitis to the patient having concomitant diarrhea; although the direct mechanism was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 31/may/2022, it was reported this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to a issue with a fresenius device or products. In additional follow-up, the patient¿s pd nurse confirmed that on an unknown date the patient was hospitalized for symptoms of nausea and vomiting. During the hospitalization a pd culture was obtained (date unknown) which confirmed peritonitis (results not provided). The patient was treated with intravenous (IV) antibiotic therapy (medications unknown). Additionally, the patient was transitioned to hemodialysis for renal replacement needs to rest the patient¿s gut. On an unknown date, the patient was discharged from the hospital. Per the nurse, the patient currently remains on incenter hemodialysis and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, product, or drug in relation to the peritonitis event. The nurse attributed the peritonitis to the patient having concomitant diarrhea; although the direct mechanism was unknown.